Event description:
It was reported the patient¿s implantable neurostimulator (ins) kept turning off and the ins turned off spontaneously on its own every day. The issue started two days prior to this report. The reporter stated they ins battery had been low and that may be causing the battery to turn off. The reporter further stated they were not sure if the isn was turning off by itself or if it was user error with the patient programmer. The patient dropped the patient programmer two day prior to this report. The batteries were replaced and the patient charged. The patient was able to get to the therapy screen using the patient programmer. When the programmer was used the patient saw the synchronize patient programmer and ins screen. The patient tried to sync and they saw a poor communication screen. The patient was able to use the recharger to make a connection and charge. The ins was confirmed to be low. Over the past couple of days the patient had to charge more frequently. The patient tried using the patient programmer again and they saw the ins battery charge level is low and therapy will not be available soon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v006872, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64001, lot# n400602, implanted: (B)(6) 2013, product type: adapter. (B)(4).